Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the physician thought that the lead may have had a micro perforation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The known inherent risk investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the physician thought that the lead may have had a micro perforation.